Event description:
The customer's mother reported that the customer was hospitalized for blood glucose levels above 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. In the alarm history, found two low reservoir alarms, followed by no delivery alarms. The mother also stated that the customer sometimes has bent cannulas. Advised the mother to change the infusion sets when getting the low reservoir alarms, and not to wait for the no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.